Event description:
The following info was rec'd from co's affiliate: the pt had a history of previous pci where the left anterior descending, left circumflex and right coronary arteries were treated. Six months post index procedure during routine follow-up, repeat angiogrpahy was performed and a stent fracture was noted on the distal rca. The stent was separated into two parts. However, restenosis of the lesion was not observed and mace was not reported. No add'l info was provided.